Event description:
It was reported by sales rep at stryker UK, that during a visit at (B)(6) he was informed that during surgery the introducer was removed and the part of the plug was left inside the introducer. Further information reported by the nurse that during the surgery that took place on (B)(6) 2015 one bone plug broke, code 09390112, lot l7382. It is unknown which introducer of the two returned have been used during the surgery. No other information were given regarding the outcome of the surgery for the patient. Further information received on (B)(6) 2015, confirmed that the patient (male, (B)(6)) that underwent surgery on (B)(6) had cement migration due to the broken bone plug.

Manufacturer narrative:
An event regarding crack/fracture involving a bone plug and adaptor was reported. Visual inspection: visual inspection was performed as part of the material analysis report (mar). Images of the returned devices are included in the mar. No remarkable indications were observed on the surfaces of the introducers. No material or manufacturing defects were observed on the device features examined. It is noted that the returned device cannot be confirmed as the subject device. Material analysis: the bone plugs failed in overload. The exact locations of the fracture origins were not possible to be determined due post-fracture abrasion of the polymer material. Nothing remarkable was observed on the surfaces of both introducers, adaptors, and the internal pins. No material or manufacturing defects were observed on the device features examined. Conclusion: the reported event described fracture of a bone plug; the bone plug is assembled with a plug adaptor. The plug adaptor is then assembled on the end of a plug introducer. The plug introducer has no contact with the bone plug. Based on the provided information, the product reported in this investigation did not contribute to the event and is therefore considered concomitant. No further investigation is required at this time. If additional information becomes available to indicate further evaluation is warranted, this record will be reopened.

Event description:
It was reported by sales rep at stryker (B)(4), that during a visit at (B)(6) hospital he was informed that during surgery the introducer was removed and the part of the plug was left inside the introducer. Further information reported by the nurse that during the surgery that took place on (B)(6) 2015 one bone plug broke, code 09390112, lot l7382. It is unknown which introducer of the two returned have been used during the surgery. No other information were given regarding the outcome of the surgery for the patient. Further information received on may 20, 2015, confirmed that the patient (male, (B)(6)) that underwent surgery on (B)(6) had cement migration due to the broken bone plug.

Manufacturer narrative:
A supplemental report will be submitted upon completion of the investigation.